Manufacturer narrative:
3/21/97- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a bowel resection procedure, the instrument misfired. The surgeon applied another device without pt injury.